Event description:
It was reported that during use with 6 bd micro-fine¿ pro pen needles medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. The patient reported that the needle was attached but the drug solution did not come out 5-6 times.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use with 6 bd micro-fine¿ pro pen needles medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. The patient reported that the needle was attached but the drug solution did not come out 5-6 times.